Event description:
This is filed to report irregular movement. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 4, with dilated cardiomyopathy and leaflet prolapse. The first clip delivery system had keyed into the steerable guide catheter (sgc). While advancing, it was felt that the cds was tracking with some resistance. Once in the anatomy, m knob application was applied, however, the cds would deflect in an unexpected direction. The device was removed and re-keyed per instructions for use (IFU), confirming blue to blue, with the same issues observed. It was decided to remove the cds and attempt another cds with the same sgc , remaining in place. Another cds was successfully keyed and advanced without any further issues, using the same sgc. The mitraclip was successfully implanted, reducing the mr to grade 2. There was no adverse patient effect and no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned and investigated. The reported physical resistance/ sticking and unintended movement (dc shaft positioning) could not be confirmed via returned device analysis. The discrepancy between what was reported (resistance felt during cds advancement) and what was observed (no resistance when advancing cds) was likely due to varying amount of curve on the device during procedure versus the returned device analysis. The discrepancy between what was reported (cds deflected in unexpected direction) and what was observed (cds deflected without issues) was likely due to varying amount of tension stored on the device during procedure versus the returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and the results of the analysis, the cause of the reported physical resistance/ sticking and unintended movement (dc shaft positioning) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.